Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) was found to be cracked which caused the cursor selections to be inaccurate. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's field service representative (fsr), the non-clinical activity was during a routine check of the unit. The fsr replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications. Per the service repair technician (srt) the damage is unrepairable, and the unit will be retained and scrapped as appropriate.  If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.